Manufacturer narrative:
Pump passed operating current, error test, displacement test but was alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of a past event that the insulin pump alarmed no delivery and a crack around the battery compartment. Customer's blood glucose was 176 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.